Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed high impedance measurements and loss of capture. The lead was abandoned surgically and replaced with a new lead. No adverse patient effects were reported.